Manufacturer narrative:
Reference record (B)(4). The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. Catalog number is the similar us list number, the international list number is unknown. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2019 it was reported that patient has had a bad smell and blood at the stoma for approximately 15 days. Patient went to the emergency room and was given mupirocin ointment but stoma has not improved. Also there is difficulty moving the peg catheter and patient is awaiting a replacement catheter. On (B)(6) 2019 an ultrasound showed inflammation of the gastric wall. On (B)(6) 2019 it was reported the patient was prescribe oral antibiotic amoxicillin. On (B)(6) 2019 it was reported that the stoma smells very bad and the patient is waiting for the replacement of probes.